Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to ensure the pump was not connected to a power source and to press the button firmly, but this did not resolve the issue. Consequently, technical support arranged for a replacement pump to be provided, although the original pump was no longer under warranty.